Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds). The closure device met all release criteria and was implanted. Following release, the closure device canted and shifted proximally on the limbus side. The closure device embolized into the left atrium then traveled to the left ventricle abutting the aortic valve. Several attempts were made to snare the closure device before it was repositioned in the descending aorta. Once positioned in the descending aorta, the closure device was successfully snared and removed from the patient. The procedure was successfully completed using a 27mm watchman flx laa closure device. After a full recovery, the patient was discharged one day post index procedure.